Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the acoustic lens was observed to be peeling off due to external factors. In addition, there was a crack in the adhesive rubber in the bending section due to external factors, and a piece of rubber adhesive was missing. The bending angulation wires were stretched, causing play in the angle knob. The insertion tube and boot protector had scratches due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the ultrasonic probe cover was peeling. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other issues. The instructions for use (IFU) provides the following regarding inspection of the device: "chapter 3 preparation and inspection 3.2 inspection of the endoscope inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.